Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was unable to squeeze the handle and the device did not fire. The reload pre fired. Another reload was used to complete the case. There was no patient involved in this event.